Manufacturer narrative:
Occupation was lay user/patient .

Event description:
The customer's granddaughter stated they received a questionable result from coaguchek xs meter serial number (B)(4). The customer tested on her doctor's meter at 12:30 pm and the result was 2.6 inr. The type of meter used was unknown. At 12:30 pm, the customer tested on her meter and the result was 3.4 inr there was no allegation of an adverse event. The therapeutic range is 2.0-3.0 inr. The customer was not anemic, had no antiphospholipid antibodies such as lupus, no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.